Manufacturer narrative:
Initial reporter city:(B)(6).

Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left superficial femoral artery. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed and a balloon pinhole was noted. The procedure was completed with a non-boston scientific balloon. There were no patient complications nor injuries reported.